Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from an external clinical technical support team in (B)(6) that documented data for patients with medtronic devices. The information was provided as part of a data set and no other information has been provided regarding this transcatheter bioprosthetic valve. No patient or initial reporter (hcp) information, serial number or lot number was received. Medtronic received information that following the implant of this transcatheter bioprosthetic valve a pseudoaneurysm was removed from the right femoral artery access site. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.